Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise, oversensing and pacing inhibition. The noise was able to be recreated with isometrics. The patient reported falling. The patient was seen for a revision procedure where this lead was surgically abandoned. There were no additional adverse patient effects reported.